Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, the customer became hypoglycemic and glucose result of 60 mg/dl was obtained from an unspecified device and food was provided by their spouse to raise the customer's glucose level. No further information was provided. There was no report of death or permanent impairment associated with this event.